Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer began experiencing pain around the implant area and severe and frequent bleeding (interpreted as genital bleeding) shortly after essure (fallopian tube occlusion insert) insertion. She underwent a partial hysterectomy to remove the device 6 years after insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not mentioned. Given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since device removal was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("pain around the implant area"), pelvic pain ("pain") and genital haemorrhage ("severe and frequent bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), mood swings ("mood swings"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy to remove the device on (B)(6) 2009 and surgery (total hysterectomy (uterus and cervix removed); unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device site pain, pelvic pain, genital haemorrhage, vulvovaginal pain, night sweats, mood swings, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased and endometriosis outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, medical device site pain, mood swings, night sweats, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: shortly after the implant she began experiencing the symptoms. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reproter added, lab data added, events added as follows:-night sweats,mood swings, genital haemorrhage, depression, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, endometriosis.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("pain around the implant area"), pelvic pain ("pain severe/severe lower pelvic pain") and genital haemorrhage ("severe and frequent bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra and depo provera. Concomitant products included amitriptyline. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal cramping"). On (B)(6) 2005, 9 months 31 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), abnormal menstruation pain") and abdominal pain lower ("lower abdominal pain"). In 2005, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced night sweats ("night sweats"), mood swings ("mood swings") and menopause ("menopause"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/ weight gain was 72 pound"), migraine ("migraine"), headache ("headache"), menorrhagia ("extremely heavy during menstrual cycles and prolonged menses") and menstrual disorder ("abnormal menses"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil), ibuprofen, metformin, midol [caffeine,mepyramine maleate,paracetamol], surgery (partial hysterectomy to remove the device on (B)(6) 2009), surgery (total hysterectomy (uterus and cervix removed); unilateral oophorectomy) and surgery (ablation on (B)(6) 2005). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device site pain, pelvic pain, genital haemorrhage, vulvovaginal pain, night sweats, mood swings, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, endometriosis, menopause, abdominal pain, migraine, headache, menorrhagia and menstrual disorder outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, medical device site pain, menopause, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: shortly after the implant she began experiencing the symptoms. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. Plaintiff's concomitant , historical and treatment drug added. New events, menopause, abdominal pain, migraine, headache, menorrhagia, menstrual disorder were added. Events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("pain around the implant area"), pelvic pain ("pain") and genital haemorrhage ("severe and frequent bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 9 months 31 days after insertion of essure (ess205), the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), mood swings ("mood swings"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping), abnormal menstruation pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy to remove the device on (B)(6) 2009) and surgery (total hysterectomy (uterus and cervix removed); unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device site pain, pelvic pain, genital haemorrhage, vulvovaginal pain, night sweats, mood swings, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, endometriosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, medical device site pain, mood swings, night sweats, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: shortly after the implant she began experiencing the symptoms. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-may-2018: pfs received : the event lower abdominal pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('pain around the implant area'), pelvic pain ('pain severe/severe lower pelvic pain') and genital haemorrhage ('severe and frequent bleeding/ abnormal bleeding/general abnormal bleeding') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine haemorrhage, hernia, c-section, pelvic adhesions, ovarian cyst, grand multiparity, metrorrhagia and dyspareunia. Previously administered products included for an unreported indication: ortho evra and depo provera. Concomitant products included amitriptyline and ethinylestradiol;norelgestromin (ortho evra) since 2002. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal cramping/abdominal pain"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping), abnormal menstruation pain"), 9 months 31 days after insertion of essure (ess205). In 2005, the patient experienced fatigue ("fatigue") and endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced night sweats ("night sweats"), mood swings ("mood swings") and menopause ("menopause/hormonal changes"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("exteremely heavy during menstrual cycles and prolonged menses"), menstrual disorder ("abnormal menses"), vulvovaginal pain ("vaginal pain"), depression ("depression/psych injury"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain/ weight gain was 72 pound"). The patient was treated with ibuprofen, ibuprofen (midol cramp), midol, medroxyprogesterone acetate (depo provera), metformin, paracetamol, paracetamol (tylenol) and surgery (ablation on (B)(6) 2005, total hysterectomy (uterus and cervix removed); unilateral oopherectomy/tlh/laproscopic ass vag hyst and partial hysterectomy to remove the device on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the medical device site pain, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, vulvovaginal pain, night sweats, mood swings, depression, fatigue, weight increased, endometriosis, menopause, migraine and headache outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, medical device site pain, menopause, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: total hysterectomy surgery date as per pfs is (B)(6) 2010. Shortly after the implant she began experiencing the symptoms. Patient had received treatment for- pain, bleeding and psych injury patient underwent surgeries-oophorectomy (unilateral) discrepancy noted: the removal date as per mr is (B)(6) 2015. No. Of coils: left-approximately 7 coils were seen into the endometrial cavity. Right- approximately 3 to 4 coils were seen in the endometrial cavity. Discrepancy noted: the removal date as per mr is (B)(6) 2010, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: it was successful & tubes were scarred over. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records : pelvic pain, endometriosis, abdominal pain, ovarian cyst quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('pain around the implant area'), pelvic pain ('pain severe/severe lower pelvic pain') and genital haemorrhage ('severe and frequent bleeding/ abnormal bleeding/general abnormal bleeding') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine haemorrhage, hernia, c-section, pelvic adhesions, ovarian cyst, grand multiparity, metrorrhagia and dyspareunia. Previously administered products included for an unreported indication: ortho evra and depo provera. Concomitant products included amitriptyline and ethinylestradiol;norelgestromin (ortho evra) since 2002. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal cramping/abdominal pain"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping), abnormal menstruation pain"), 9 months 31 days after insertion of essure (ess205). In 2005, the patient experienced fatigue ("fatigue") and endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced night sweats ("night sweats"), mood swings ("mood swings") and menopause ("menopause/hormonal changes"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("exteremely heavy during menstrual cycles and prolonged menses"), menstrual disorder ("abnormal menses"), vulvovaginal pain ("vaginal pain"), depression ("depression/psych injury"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain/ weight gain was 72 pound"). The patient was treated with ibuprofen, ibuprofen (midol cramp), midol, medroxyprogesterone acetate (depo provera), metformin, paracetamol, paracetamol (tylenol) and surgery (ablation on (B)(6) 2005, total hysterectomy (uterus and cervix removed); unilateral oopherectomy/tlh/laproscopic ass vag hyst and partial hysterectomy to remove the device on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the medical device site pain, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, vulvovaginal pain, night sweats, mood swings, depression, fatigue, weight increased, endometriosis, menopause, migraine and headache outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, medical device site pain, menopause, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: total hysterectomy surgery date as per pfs is (B)(6) 2010. Shortly after the implant she began experiencing the symptoms. Patient had received treatment for- pain, bleeding and psych injury. Patient underwent surgeries-oophorectomy (unilateral). Discrepancy noted: the removal date as per mr is (B)(6) 2015. No. Of coils: left-approximately 7 coils were seen into the endometrial cavity. Right- approximately 3 to 4 coils were seen in the endometrial cavity. Discrepancy noted: the removal date as per mr is (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: it was successful & tubes were scarred over. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records : pelvic pain, endometriosis, abdominal pain, ovarian cyst. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , other relevant history added and rcc was updated. Real fup was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("pain around the implant area") and genital haemorrhage ("severe and frequent bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient started essure (ess205). On an unknown date, the patient experienced medical device site pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (partial hysterectomy to remove the device on (B)(6) 2009). Essure (ess205) was withdrawn. At the time of the report, the medical device site pain, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered medical device site pain, genital haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: shortly after the implant she began experiencing the symptoms. The reporter did not wish any further contact with the company. Company causality comment: a female consumer began experiencing pain around the implant area and severe and frequent bleeding (interpreted as genital bleeding) shortly after essure (fallopian tube occlusion insert) insertion. She underwent a partial hysterectomy to remove the device 6 years after insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not mentioned. Given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.